Event description:
It was reported that a malfunction alarm occurred after the customer wore their pump while swimming in shallow water. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 236 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: avoid submerging your pump in fluid beyond a depth of 3 feet (0.91 meters) or for more than 30 minutes (ipx7 rating). If your pump has been exposed to fluid beyond these limits, check for any signs of fluid entry. If there are signs of fluid entry, discontinue use of the pump and contact customer technical support. H3 other text : device not returned.